Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's spouse stated that the skin looked infected around the wire insertion site. The skin turned red around where the adhesive was applied and the reaction progressively worsened until (B)(6) 2018. On (B)(6) 2018 the patient went to an endocrinologist. The doctor prescribed clindamycin for the apparent infection. At the time of contact, it was indicated that the skin reaction had healed. No additional event or patient information is available.